Manufacturer narrative:
Corrected information was provided in b2, d3, e1 and g2. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the serial number has been updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d1. Hemolysis/mechanical interaction with blood: clinical details confirm that the position of the device and lack of volume contributed to the hemolysis as adding volume and repositioning of the pump were done to resolve it, but without data logs or product to further confirm it, the cause of the hemolysis/mechanical interaction with blood cannot be established. Access site adverse event/hematoma: due to a lack of product returned and insufficient clinical details provided, the cause of the asae/hematoma cannot be established. Renal failure: the cause of the injury was not determined due to insufficient clinical details. Major bleed: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the left femoral artery in a 63-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage e. The impella catheter was initially measuring 6 cm on echocardiography, and laboratory results demonstrated hemolyzing samples with red-colored urine. The device was successfully repositioned at the bedside to 3.8 cm in the left ventricle with plans to continue monitoring hemolysis. Volume was also given. Both actions resulted in resolution of hemolysis. Slight bleeding and a small hematoma were noted at the impella access site, which resolved with manual pressure, and no further intervention was required. The patient subsequently developed a gastrointestinal bleed, with blood noted from the nasogastric tube and in the stool. Continuous renal replacement therapy (crrt) was initiated. Dialysis started and aki clearing. Gi bleed was undiagnosed but also resolved at time of passing. The patient expired with the device in place, it was never removed from the body and cannot be returned. The reported events of hemolysis, access site bleeding and hematoma, renal failure requiring crrt, gastrointestinal bleeding, and death are consistent with the clinical condition of a critically ill patient in refractory cardiogenic shock and with known risks associated with impella support as described in the instructions for use. Hemolysis may be influenced by patient specific factors such as hemodynamic instability and device position, while bleeding related complications may be affected by anticoagulation and purge requirements. The death is being conservatively reported to the impella cp because the device was in use at the time of death; however, it is unlikely a contributing factor and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock.

Manufacturer narrative:
Additional information received confirmed the first event onset date (16-feb-2026) as initially reported (repopulated to b3 date of event).